Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that, the right atrial (ra) lead was suspected to be dislocated. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that the lead was successfully repositioned to resolve this event. The patient was stable.

Event description:
Additional information was received that x- ray imaging was performed and the ra lead was found to be dislodged.